Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of lymphadenopathy and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "mastitis lymph, fluid accumulation, rupture implant". Laboratory analysis summary device photograph(s) for the device related to the reported event of seroma / rupture/ lymphadenopathy was requested on nov 06, 2024. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Seroma: unable to observe since it is not related to the device. Lymphadenopathy: unable to observe since it is not related to the device.

Event description:
Patient reported via ultrasound report "mastitis lymph, fluid accumulation, rupture implant". This record is for the right side. Device has been explanted.